Event description:
It was reported that stored egms revealed episodes of t-wave oversensing. Programming changes were recommended and scheduled. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the oversensing was not a lead issue and was related to the device. Programming changes will be made.